Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the greatbatch cup impactor was not holding the pinnacle cup while surgeon was impacting it. The ridged device that is designed to hold it keep popping out. No surgical delay .